Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the device had phantom motion. There was one instance where a patient experienced pain, and one instance where the patient did not experience any adverse consequences.

Manufacturer narrative:
The customer provided information regarding the final device. The information indicated that no defect was found with the device.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned. 2 devices were evaluated in the field and the issue was not confirmed as no defect was found with the device and the issue could not be recreated. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the device had phantom motion. There was one instance where a patient experienced pain, and one instance where the patient did not experience any adverse consequences.